Manufacturer narrative:
Product analysis: power loss could not be confirmed. The programmer was able to power on normally, and remain powered on for an extended period of time. System errors were identified in the programmer's log. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was losing power during use. It was noted that session data was lost, when this occurred. It was further reported that the programmer was displaying an error code, during certain device sessions. The programmer was returned for service. No patient complications have been reported as a result of this event.